Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence. Following implantation the patient experienced pain, recurrent urinary tract infections, recurrence, and mesh protrusion. The patient underwent mesh revision on (B)(6) 2009 due to pain. On (B)(6) 2012 revision was done due to stress urinary incontinence and exposure of vaginal mesh. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 01/31/2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Narrative: it was reported that the patient underwent mesh revision, cystoscopy, hydrodistention of the bladder, and trigger point injection at the vestibule on (B)(4) 2014 by (B)(4).